Manufacturer narrative:
Additional information has been provided in d.9, h.3, h.6 and h.10. The microscope was installed at the customer site. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported while training other physicians there was a concern for extra adaptation (depth perception) with the ophthalmic microscope which lead to the patient experiencing a posterior capsular rupture with loss of nuclear pieces to the posterior segment. Additional procedure was scheduled to remove nuclear fragments, high eye pressure requiring multiple treatments. A three (3)-piece (non-toric) intraocular lens (iol) was placed into the sulcus. A pars plana vitrectomy was required to remove the retained nuclear fragments. There was an ¿observed high eye pressures (iop) requiring multiple treatments. There was an inability to correct a moderate amount of astigmatism with toric lens during the case.

Manufacturer narrative:
Additional information has been provided. The manufacturer internal reference number is: (B)(4).